Manufacturer narrative:
(B)(4). D10: 00801803602 femoral head sterile product do not resterilize 12/14 taper 63410130. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00195. Proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was implanted with zimmer biomet devices. Subsequently, the patient was revised seven years post implantation due to dislocation. The head and liner were exchanged.